Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was too low and it bothered her when she was sitting. During the procedure, there was a noticeable dent in the ipg casing. The patient underwent a revision procedure wherein the ipg was relocated and remains implanted. The patient was doing well postoperatively. No further information has been obtained despite good faith efforts.